Event description:
Lead management case to extract one cardiac lead due to lead body fracture and one cardiac lead that had previously been cut and capped. The rv and lv leads were to remain in place and a new rv lead would be implanted. The physician began the procedure by opening the pocket and prepping the 7120 lead with an lld; this lead the physician removed using only traction. The 6949 lead was then prepped with an lld and a 14f glidelight and visisheath were placed on the lead. During use of the glidelight a steady drop in blood pressure was noted. The CT surgeon performed a sternotomy revealing a 1cm svc/ra junction tear. The surgeon repaired the injury and the patient survived the intervention.

Manufacturer narrative:
(B)(4).